Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they received no delivery alarm. The customer blood glucose was unknown at the time of the incident. Customer stated that alarmed did not occur during prime that the alarmed occurred during bolus. High pressure test was performed and failed twice. During troubleshooting was identified pump error 23 and pump error 07. Customer was asked verbally and written form to return broken pump for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted.